Manufacturer narrative:
The duo headlight and carrying case (90600) was returned for evaluation. Failure analysis - the returned duo headlight was in used condition. Evaluation identified that the headlight power cord was shorted, leading to the light flickering. The issue of a "short" refers to poor connection of the power pins that can potentially result in a failing connection to the battery port. No risk of harm would be incurred by this type of short, and the low voltage would not cause a hazard. Root cause analysis: the reported complaint was confirmed. It was determined that this failure was most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Event description:
It was reported that the duo headlight and carrying case (90600) has a cooling fan issue. The fan does not come on, overheats the light and turns off. There was no patient involvement, thus no injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.